Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient - return date: 2022-08-23 product ID 97745, serial# (B)(6) implanted: explanted: product type programmer, patient - was not returned section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the device, model # 97745, s/n (B)(6), revealed broken/cracked lcd. Device, model # 97745, s/n nld057315n - was not returned. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient (pt) had dropped their c ontroller and it cracked the screen. It would not light up or be responsive so the patient's pain surgeon was a friend, gave the pt a lender controller without the battery to use. The pt was advised to call for a replacement but did not. Then, the controller battery would not stay on in the lender controller. The controller kept turning off and would not come on. The pt had taken out the battery and cleaned it making it perfect but it did not turn on. The pt noted their controller loaner was older and their battery pack had problems staying on but when they put the battery pack into the cracked controller it turned on. No symptoms were reported. Pt responded to letter and stated they got the replacement controller and that resolved the issue.